Event description:
It was reported that this implantable lead was part of a system revision due to a pocket infection. Reportedly, a hematoma was the suspected cause of swelling in the pocket and causing the bacterial contamination. There was no additional adverse patient effects were reported. This implantable lead was explanted.

Event description:
It was reported that this implantable lead was part of a system revision due to a pocket infection. Reportedly, a hematoma was the suspected cause of swelling in the pocket and causing the bacterial contamination. There was no additional adverse patient effects were reported. This implantable lead was explanted.

Manufacturer narrative:
This supplemental report was created to update a6: race.